Event description:
The customer alleged they received questionable antibody to cyclic citrullinated peptide (accp) results on their e-module. The customer stated they received positive results of >500 u/ml on two different samples where the accp results from an innova 3 analyzer was negative with results of 3 u/ml. The customer stated the two samples came from the same patient. The customer provided a result from (B)(6) 2013 of >500.0 u/ml from the e-module and a result of 3 u/ml which was negative from the innova analyzer. The customer provided a result from (B)(6) 2013 of 4 u/ml from the innova analyzer. The customer provided two results of 500.0 u/ml accompanied by data flags from (B)(6) 2013. Clarification of this event was requested but not provided. Information on whether any results were reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The accp reagent lot number was 174391. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined due to a lack of patient sample availability and lack of information. Additional details were requested but not provided. The calibration and quality control data produced by the customer were ok.